Event description:
It was reported that the user experienced fluctuating blood glucose with a lowest reported value of 54 mg/dl and episodes of elevated glucose with a high blood glucose level of 328 mg/dl, followed by automated correction dosing from the ilet and subsequent hypoglycemia that progressed to a seizure; emergency responders measured a glucose of 64 mg/dl and administered liquid glucagon, while the spouse provided food, and the user had been announcing false meals leading to maladaptive insulin delivery. Symptoms included hypoglycemia with seizure activity and loss of consciousness. Outcomes included the need for emergency assistance and medical intervention without hospital admission. Investigation included review of device data, user training, and troubleshooting with education on proper meal announcements and hypoglycemia treatment. Investigation of this case revealed user-related overtreatment of hypoglycemia and inappropriate ¿fake meal¿ announcements that led to incorrect adaptation and recurrent low glucose. It was concluded that the event was related to use error in meal announcement and hypoglycemia treatment rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.